Event description:
It was reported that the ventilator generated a technical error alarm, indicating an internal communication failure. After the alarm the expiratory channel printed-circuit board (pcb) was replaced. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error alarm, indicating an internal communication failure, after the expiratory channel printed-circuit board (pcb) was replaced by the hospital. A maquet field service engineer (fse) was dispatched to investigate, and found that the technical error alarm was a consequence of replacing the expiratory channel pcb. The reason this board was replaced, was that a pressure transducer sub-test failure during the pre-use checks had occurred, however, this failed sub-test was in fact caused by a faulty inspiratory pressure transducer. There was no fault with original expiratory channel pcb. The inspiratory pressure transducer was replaced, and the ventilator then passed all functional and safety checks and was returned to medical service. The user, however, decided to keep the replaced inspiratory pressure transducer, and so it has not been returned for our further investigation. Since no parts have been returned for further investigation, it has not been possible to determine what caused the inspiratory pressure transducer to malfunction.

Event description:
(B)(4).